Event description:
In this event it was reported that a pt had an allergic reaction to the plastic retainer that was made with essix+ plastic. The pt experienced a swollen tongue and took benadryl to combat the symptom. No further info is available.

Manufacturer narrative:
While it is unk if the exxis+ plastic used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposures to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval. A DHR review was conducted with no discrepancies noted.